Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.